Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when intubating the patient, the blood vessel was selected under the color doppler ultrasound. After the puncture was successful, the guide wire was sent into the blood vessel, the needle was withdrawn, and the skin was expanded. When the intubation sheath was inserted, the sheath delivery was difficult and failed. After taking various measures, the intubation was unsuccessful. Anterior fissure of the sheath.